Event description:
It was reported that during the implant the guide wire was damaged and stretched so the left ventricular (lv) lead and the guide wire were removed and replaced for reported dislodgement and/or placement difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the stylet/guidewire was kinked/buckled. There was blood on the stylet/guidewire, and the guidewire was unraveled. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).